Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and an enterocele on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, recurrent sui, frequency, dyspareunia; infections, bleeding and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 05/03/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.(B)(4).

Manufacturer narrative:
Additional narrative: it has been reported that following insertion the patient experienced urinary urgency, nocturia and considerable urinary frequency.

Event description:
Details: it has been reported that following insertion, the patient experienced urinary urgency, nocturia and considerable urinary frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginitis and retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).